Manufacturer narrative:
Received 1 used foley catheter. Visual inspection noted irregular balloon burst. No pieces of sac were missing. The functional evaluation was conducted as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results are as follows: eye snip length: 2/32¿. Inflation lumen coverage: 9 thou. Balloon thickness: 22 thou. Burst initiated from bottom collar of sac: 5 mm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do no use ointments or lubricants having petrolatum base. They will damage latex..." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly would not drain after a vaginal surgery. A bladder scan confirmed that there was 500 cc of urine retained in the bladder. In an attempt to identify the root cause of the problem, the vaginal tampon was removed, which enabled the catheter to be removed. Upon inspection of the device, it was noted that the balloon was leaking; however, there were no missing pieces identified. Subsequently, a new catheter was placed to drain all of the retained urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly would not drain after a vaginal surgery. A bladder scan confirmed that there was 500cc of urine retained in the bladder. In an attempt to identify the root cause of the problem, the vaginal tampon was removed, which enabled the catheter to be removed. Upon inspection of the device, it was noted that the balloon was leaking; however, there were no missing pieces identified. As a result, a new catheter was placed to drain all of the retained urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly would not drain after a vaginal surgery. A bladder scan confirmed that there was 500cc of urine retained in the bladder. In an attempt to identify the root cause of the problem, the vaginal tampon was removed, which enabled the catheter to be removed. Upon inspection of the device, it was noted that the balloon was leaking; however, there were no missing pieces identified. As a result, a new catheter was placed to drain all of the retained urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter allegedly did not work after a vaginal surgery. Measurement was taken with a bladderscan and there was 500cc urine in the bladder. The vaginal tampon was removed to see why the catheter did not drain. The catheter then came out and upon inspection it was found that the balloon was leaking. As a result, a new catheter was placed to drained all retained urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly would not drain after a vaginal surgery. A bladder scan confirmed that there was 500cc of urine retained in the bladder. In an attempt to identify the root cause of the problem, the vaginal tampon was removed, which enabled the catheter to be removed. Upon inspection of the device, it was noted that the balloon was leaking; however, there were no missing pieces identified. As a result, a new catheter was placed to drain all of the retained urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly would not drain after a vaginal surgery. A bladder scan confirmed that there was 500cc of urine retained in the bladder. In an attempt to identify the root cause of the problem, the vaginal tampon was removed, which enabled the catheter to be removed. Upon inspection of the device, it was noted that the balloon was leaking; however, there were no missing pieces identified. As a result, a new catheter was placed to drain all of the retained urine.